Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer experienced high blood glucose. The customer¿s blood glucose level was 446 mg/dl at the time of incident. It was unknown if the customer was using auto mode or not at the time of incident. It was reported that the customer received hardware low level failure alarm during self test. The insulin pump will not be returned for analysis.